Event description:
A dialysis facility reported that a machine caught on fire while in the heat disinfection mode. The staff and patients were evacuated. A fire extinguisher was used to extinguish the fire and the fire department responded to the call. There was no serious injury.